Event description:
It was reported that the end cap of an unspecified quantity of one-link non-dehp standard bore catheter extension sets were leaking, even after tightening. This was observed during priming. The cap had to be replaced with a new cap to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates, over the past two (2) days. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.